Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. The visual inspection of the sheath observed the steering bond intact, and kinks observed at the end of the shaft. The sheath passed functional testing. Dimensional inspection of the sheath confirmed all dimensions of the distal tip met specification. The geometry of the distal tip exhibited a bulbous (wider) shape. Microscopic examination of the sheath tip observed notable deformations along the outer diameter. The outer diameter exhibited increased thickness and a flattened profile, resulting in a pronounced step transition and gap at the interface when the dilator is introduced. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that faradrive steerable sheath clear selected for use. During procedure, it was stated that preparation of cath went usual. It was suspected that the connect kit wasn't fully engaged and then it was damaged the sheath distal tip of the faradrive sheath. Additionally, the connect hub was broken off. A steering knob detachment was reported. It was noted that faradrive sheath distal portion was detangling and connect kit knob detachment. The procedure and device outcome were not disclosed. No patient complication was reported. The device is expected to return for analysis.

Event description:
It was reported that faradrive steerable sheath clear selected for use. During procedure, it was stated that preparation of cath went usual. It was suspected that the connect kit wasn't fully engaged and then it was damaged the sheath distal tip of the faradrive sheath. Additionally, the connect hub was broken off. A steering knob detachment was reported. It was noted that faradrive sheath distal portion was detangling and connect kit knob detachment. The procedure and device outcome were not disclosed. No patient complication was reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.